Event description:
It was reported that on (B)(6)-2012 the patient realized the implantable neurostimulator had been switched off. The patient did not know how this could have happened. The battery had always been charged to at least 50%. Additional information has been requested but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient's device was turned back with the result that their symptoms were reduced. It was noted that the patient was clearly benefiting from the therapy and the outcome was reported as good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2012-00773. Additional information received clarified that the correct manufacturing site was site (B)(4).